Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the pump displayed a "service pump" message and did not power up as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.